Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and the o-ring had leaks. Customer's blood glucose level was 220 mg/dl at the time of incident. Customer stated that they were unable to complete insulin pump rewind due to insulin pump alarm and the insulin pump was exposed to moisture. Customer stated that drive support cap appeared to be normal. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.